Event description:
It is reported that the device broke while the surgeon was reaming.

Manufacturer narrative:
Evaluation summary: the fracture of the guide portion at the most proximal notch may have occurred, due to a "levering up" perpendicular to the axis of the humerus, while removing the counterbore from the humeral canal, thereby causing an excessive bending moment on the thin section. This may then have allowed the reamer portion to separate from the body portion. The exact cause cannot be determined with certainty. Evaluation: as returned, the counterbore stem is fractured at the distal retaining tip. All parts were returned for evaluation. Review of the device history records did not find any deviations or anomalies. There is no indication that design or manufacture contributed to this outcome. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.